Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the firing was complete during a laparoscopic radical colon procedure, there was a problem with unloading the device and they could not replace the reload. The stapler was unable to fire and the surgeon was unable to squeeze the handle. They replaced the device in order to complete the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.